Event description:
It was reported that when the device was used during a low anterior resection procedure, during the firing process the device made a distinct noise, that felt different from all other fires of the instrument in the past. The device was fully articulated; however, it was only the second fire for this device. The device only fired four staples, and a distinct sound was heard. It was also reported that a small vascular bleed was tied with no incident. A new device was opened and the procedure was completed with no problems. There was no patient consequence. One device will be returned.